Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks to the guidewire lumen 14.2cm, 14.3cm, and 14.8cm from the tip. Microscopic examination revealed a hole in the guidewire lumen 14.2cm from the tip. There is blood present in the guidewire lumen. The balloon is partially loosely folded. Media was provided by the customer in the form of 2 photos. The first photo is the label which contains information on the complaint device. The second photo is the device. The photo does appear to match the condition of the returned device. It shows an obvious kink to the guidewire lumen near the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole occurred. A 2.5mm x 150mm x 90cm sterling sl balloon catheter was selected to use. During unpacking, it was noticed that the balloon was damaged and a small hole of the balloon was noted. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. A 2.5mm x 150mm x 90cm sterling sl balloon catheter was selected for use. During unpacking, it was noticed that the balloon was damaged and a small hole of the balloon was noted. No patient complications were reported.